Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a year ago from date manufacturer was made aware.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was discarded at the facility.